Event description:
It was reported that following a successful percutaneous transluminal coronary angioplasty /stent procedure, resistance was met when removing the guide wire. The guide wire was removed with force, contrary to instructions for use, and it was believed to be successfully removed. The distal vessel closed and a stent was implanted. Two days post procedure, the pt returned with angina and further review of the orgingal procedure revealed the tip of the guide wire remained in the vessel. Attempts to retrieve the guide wire tip were unsuccessful and the pt was sent for coronary artery bypass surgery.